Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that the recharger was not working. The patient stated that it was spinning very slowly. The patient reported that it does this several times to get in the right spot. The patient stated that it takes 4-5 times and they still see that there is poor recharging quality. The patient reported that yesterday, it was doing something extra by telling her the battery level was low and she needs to charge. The patient stated that her ins was at 30 but now it is in the red and she felt like it was just dead because she was in so much pain (the day of the call). The patient stated that they were seeing the poor recharge quality screen (screen 76). The patient positioned the recharger over the ins and pressed try again. Patient services asked if the patient used a belt, the patient reported that she did not use a belt and that she uses tight gym shorts. The patient reported that she still had poor recharge quality. The patient was transferred to repair. No symptoms were reported. No further complications were anticipated/reported.